Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received notifier alert for non-sustained lead noise due to sensing latency on the far-field channel. Programming changes were made to turn off the non-sustained lead noise algorithm. Device remains implanted. Patient is in good condition.